Manufacturer narrative:
Initial reporter health professional, initial reporter occupation - information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer opted to send in the unit for repair; however, the error message disappeared at the end of the conversation. Tac suggested further evaluation to determine the cause of error but the customer requested for a field service engineer to be dispatched onsite to troubleshoot. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display an e315 unsupported scope error message. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.